Manufacturer narrative:
Report date: 06jul2021. There was no patient involvement.

Event description:
It was reported to philips that the device's touchscreen is not working. The device was not in clinical use at the time of the event. There was no report of patient or user harm. A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty user interface assembly (ui). The fse replaced the ui to resolve the reported issue. The device passed performance verification testing.

Manufacturer narrative:
The user interface (ui) assembly was returned for failure investigation. Visual inspection of the touch screen assembly revealed no evidence of damage. The failure investigation technician tested the part, and no failures were identified.